Manufacturer narrative:
Corrected data: b5. The device was not returned for evaluation as it was discarded after removal. The reported event is addressed in the labeling. Although the device lot number was provided, DHR results are still pending. DHR will be submitted in a follow-up report. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. The instructions for use (IFU) states: "to remove the cup consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction hole making it difficult to the remove the cup". Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
It was reported by the customer that after wearing the menstrual cup during the day, she had trouble removing it. The customer stated that she did not have any issues during insertion and the cup felt comfortable while wearing it. There were no reports of leakage. During the removal attempts, however, the customer noticed that the cup had "ridden way up" and "felt like it was sitting behind her cervix". The customer tried bearing down for some time and following the suggested tips on the website; however, none of the removal techniques worked. The customer subsequently went to the emergency department to have the cup removed with a speculum. The customer stated that she did not have any pain or complications after the removal of the cup. Of note, the customer stated that during her last annual exam, she was told that she had a tilted cervix.

Event description:
Customer reached out to us on 7/15/1208 notifying us that in (B)(6) 2018, she had difficulty removing her cup. After trying for a while, she ended up going to the emergency room to have her cup removed. Saalt responded on 7/16/2018 with removal tips and provided a phone number to ask follow up questions. Customer did not respond to follow up emails or a phone call for further information about her ER visit. In march 2019, saalt followed up again via email to check on the customer and we received a response. She stated that the ER visit did not have any lasting effects and only went to the ER because she felt she could not remove the cup on her own. Saalt refunded the purchase of the cup.